Event description:
It was reported the patient developed a wound infection. The organism responsible was (B)(4). The wound infection was stated to be related to the procedure. The patient was hospitalized and treated with intravenous medication and the wound infection is considered resolved. The device remains in use. The patient is a participant in the wrap it clinical post market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the infection was device related.